Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility to further troubleshoot the issue. The fse logged onto the system to confirm all of the pots were within tolerance. Fse found the pot near the z-carriage showing a zero value. Fse adjusted the pot to 2048 and calibrated the set up joint on the endoscopic camera manipulator. The system was inspected, tested, and verified as ready for use. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during of a da vinci-assisted procedure, the instruments were moving diagonally compared to the movements of the master controllers (manipulated by the surgeon on the surgeon side console). The staff undocked and rebooted prior to calling dvstat, but there was no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard reset on the system, but the issue persisted. The surgeon said the right master looked like it spun in a non-normal position. The tse had the customer perform other troubleshooting steps, but was not able to resolve the issue. The staff decided to bring in another patient side cart to complete the surgery as they were just starting the case (port incisions were made on the patient). There was no report of patient harm, adverse outcome or injury.